Event description:
Reporter alleged the aviva system exhibited signs of smoking and burning, however, an exact description of the system was not provided. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.